Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative and a consumer regarding a patient receiving dilaudid and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 6 boluses per day, and the controller screen was getting stuck at 90% or 95%. The patient stated that it took forever to connect to the pump and the issue had been going on since last year. The agent assisted the patient with clearing the data on the handset; the devices connected very fast; and the patient was able to do a bolus. The agent reviewed device function, and it was noted that the troubleshooting steps that were taken on the call resolved the issue.